Event description:
It was reported that the patient experienced syncope and presented to the emergency department. An x-ray revealed that the patient's right atrial (ra) lead dislodged, pulled back into the superior vena cava (svc), and had no capture. The ra lead was programmed off and will be revised in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).